Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising thresholds. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.